Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to character restrictions bj/beijing anzhen hospital, capital medical univ. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) seal failed to load at step 2. A new device was used to perform the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, e-1, h-2, h-6, h-10, h-11. Corrected section d-4 UDI number from (B)(4) to (B)(4). The lot # 3000387885 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.